Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to below 54 mg/dl. A specific bg value was not provided. The customer consumed carbohydrates to address bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the boluses were entered and requested by the user. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. Multiple follow up attempts were made by tandem technical support; however, a response was not received.